Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. The patient was treated with antibiotics and received a new system approximately three weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.